Event description:
Healthcare professional reported valve was removed due to stenosis. A small thrombus at the base of one cusp and a small calcification at the level of the right coronary cusp was noted at explant.